Manufacturer narrative:
Device was evaluated when returned. The device did not have any noticeable/identifiable "splotches" or marks on the lens. The lens was free and clear when evaluated under a microscope and no deviations of the lens material was noted. It is believed that the surgeon saw a transfer of glycerol monostearate (gms), which the tip is coated with on the injector assembly. This is a common transfer tht occurs, and gms is inside the tip of the injector. Gms is water soluble and likely to dissipate a few days after implantation. The device did not malfunction, but the doctor saw an abnormal reaction on the lens which they deem reason to explant. The patient had another lens implanted, and did not have any patient injury during this adverse event. Therefore, the lens did not cause or contribute to the potential serious injury reported. Report will remain serious injury due to medical intervention required. However, not caused by device.

Manufacturer narrative:
Device history record for the lens was reviewed and found no nonconformities or deviations. Lens was manufactured per current standard operating procedures and met all expected criteria for release.

Event description:
Lens was implanted and explanted in the same surgery. The surgeon noticed several "splotches" on the anterior surface of the lens after it was placed into position in the capsular bag. The lens was cut in half and removed. A new lens was placed into the sulcus. No suture was required.